Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer contacted spacelabs healthcare technical support to report that a xprezzon bedside monitor no longer had audio. No patient or user harm was reported in association with the event. During troubleshooting it was identified that the audio on/off toggle buttons were grayed out. Technical support walked the user through changing the alarm audio levels; however, the alarm tones were still inaudible. After the biomed swapped out the command module and restarted the xprezzon bedside monitor the device would operate as expected. It was also later confirmed that the original module would work as expected when inserted in the monitor again. While the reported problem was resolved, the cause of the failure is unknown.